Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed displacement test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube, cracked case near display window corners, stained address/serial number label and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support is sticking out. Customer blood glucose level at the time of incident was 107 mg/dl. Troubleshooting was performed. Customer states the drive support was damaged when he received it. Customer also reported compromised force sensor system. Customer was advised to ensure they are disconnected from the pump and to make sure to treat as per healthcare provider instructions. The insulin pump will not be returned for analysis.